Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8352-50, serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead. Model #: sc-4316, lot #: 20339943, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient was hospitalized due to infection at the lower right flank ipg and lead site. A symptom of pain, redness, swelling, and purulent drainage were noted. The patient underwent an explant procedure and was placed on antibiotics. The physician believed that the infection was not device related.

Event description:
A report was received that the patient was hospitalized due to infection at the lower right flank ipg and lead site. A symptom of pain, redness, swelling, and purulent drainage were noted. The patient underwent an explant procedure and was placed on antibiotics. The physician believed that the infection was not device related.